Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure for polytetrafluoroethylene (ptfe) prosthesis construction and vein anastomosis, the needle detached from the suture. The needle fell into the patient's cavity. Prior to use the suture was treated/hydrated with saline. They replaced a new device to complete the case.